Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. On (B)(6) 2026, the patient informed to abbott customer representative through call reporting a bleeding valve and expressed an intent to pursue legal action. The patient's current status was unknown.

Manufacturer narrative:
An event of aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp and left-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, unknown balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On (B)(6) 2026, the patient informed to abbott customer representative through call reporting a bleeding valve and expressed an intent to pursue legal action. The patient's current status was unknown.